Manufacturer narrative:
(B)(4). The patient's age at the time of the event has been provided in this follow-up medwatch report. The nurse stated that the pump delivered breast milk and did not deliver an intravenous drug or baxter product.

Manufacturer narrative:
(B)(4). A service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem for this pump. A device history review was also performed, finding the barrel clamp assembly needed to be changed due to a purge of the actuator support during the manufacturing of this device.

Manufacturer narrative:
(B)(4). The device will not be sent back to baxter for evaluation. The facility repaired the device by replacing the barrel clamp. After the repair, the device is fully functional. A follow-up medwatch report will be submitted if additional information becomes available.

Event description:
The facility representative reported an as50 infusion pump that was to feed an infant 21cc over 2 hours. When the infusion was checked, it was noticed that only 8cc had been delivered. The device was removed and sent to the facility's biomedical department for evaluation. A review of the event history determined that a check barrel - alert was received during the infusion, causing the interruption of delivery. Patient glucose was greater than 100 with no residual and girth decrease of 1 cm. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.